Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable troponin t high sensitive results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The questionable results were not reported outside the laboratory. The customer performed additional testing with a radiometer aqt90 analyzer. The radiometer aqt90 used edta whole blood samples for testing. The same sample or an sst sample, which was collected at the same time, was used for e 801 module troponin testing. The customer could not confirm which results were determined correct.

Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The customer doubts the patient's results from the radiometer aqt90. The patient's samples were requested for an investigation, but no samples were able to be provided. The patient's results were different on both systems due to different sample types and analytical methodologies. Based on the data provided, a general reagent or instrument issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.